Manufacturer narrative:
(B)(4). Evaluation summary: this report for a connection issue was confirmed in the lab. The results of a sample evaluation revealed that the cap on the patient connector was separated and loose in the pouch. A batch review was performed and revealed no problems during the manufacturing process of the lot. A root cause was not identified due to insufficient information. Therefore, the cause is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) reported that the cap on the patient connector was separated and loose in the pouch. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.